Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, stretched and lifted from the stent profile. The stent moved distally on the balloon over the bumper tip. This type of damage most likely occurred during withdrawal attempts of the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were slightly relaxed from their folded position however the balloon was not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2016. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed with a 2.5mmx15mm non-bsc balloon catheter. A 24 x 4.00mm promus premier stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and moved on balloon.